Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H6 codes: health effect - impact code/ remove hospitalization or prolonged. Hospitalization FDA code : 4607 - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 4/26/2024.

Manufacturer narrative:
(B)(4), h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient reported a sensor on his cgm device. The patient stated he was aware of the sensor error and that he was not receiving any cgm readings. The patient was also using an omnipod insulin pump. However, during the time the patient was not receiving any cgm readings, the patient lost consciousness. The patient was found by his parents, who called an ambulance. Emergency medical services (ems) arrived and transported the patient to the hospital. At the hospital, the patient was treated with IV glucose. The patient could not recall any of the specific bg meter values taken by ems or while at the hospital. The patient was discharged home the following day. The patient was in good condition at the time of report. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.